Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error noted during testing however, the downloaded history files confirmed software error due to a hardware error, fault isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm during basal and the insulin pump stopped working. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as it was the second occurrence of software error detected alarm. The device will be returned for analysis.